Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. A field service engineer (fse) identified that the station was not powering on and performed a process of elimination to isolate the issue to half height drawer 2. The fse inspected the controller board of drawer 2.2 and found abnormal resistance at the test points, indicating a fault. The fse replaced the controller board and the printed circuit module. The fse also identified that the plungers were not operating correctly due to binding in the inseparable, adjusted the solenoid alignment, and straightened the linkage. The fse completed testing and configuration, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer had rebooted the station multiple times but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.